Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer regarding a patient implanted with an external neurostimulator (ens) it was reported the patient was under the impression that the lead had come out. The patient noticed increasing bleeding at the incision site and mentioned the lead was pulled on the way to the bathroom. The patient was feeling stimulation at 0.4 amplitude. The patient was informed the lead was still in place. It was noted the patient began the trial on (B)(6). It was noted the issue was resolved at the time of the report. Additional information from the patient on (B)(6) reported they expected to leak less, they felt stimulation in the buttocks and leg. The patient thought they should be feeling stimulation in the bicycle seat area. Additional information from the patient on september 18th reported they were on their to their healthcare professional¿s (hcp) office because she woke up with a fever on (B)(6) and she thought it was due to the incision site being infection. The patient noted she changed the bandages a couple of day prior to the call and she felt it caused the infection. Additional information from the patient on september 19th reported she was in bed yesterday due to a fever. The patient stated the hcp was made aware of the symptoms. It was noted the implant was scheduled for (B)(6). There were no further complications that have been reported as a result of this event.